Event description:
Customer reported after downloading the device, memory was reviewed and no results appeared. Customer verified that prior to performing a download; results were in the device memory. No treatment. A request was made for return product and replacement product was sent.